Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during routine maintenance error message was displayed on the heater cooler. There was no patient involvement a sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was able to confirm the reported error code and traced the fault back to the temperature sensor. The sensor was replaced to resolve the issue. A review of the DHR could not identify any concessions, deviations or non-conformities relevant to the reported failure. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) rec'd a report that during routine maintenance an error message was displayed on the heater cooler. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that during routine maintenance an error message was displayed on the heater cooler. There was no pt involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.